Event description:
Based on the cec adjudication committee, the patient experienced peri-procedure myocardial infarct. The report received from the (B)(4) study indicated that the patient was enrolled in the study and was found to have two-vessel disease and had two lesions treated during the index procedure. The svg to the rpda target lesion (tl#1) was reported to be: de novo, 2.75 mm vessel diameter, 15 mm length, not calcified/tortuous, a 70% stenosis, and type c. The lesion was not pre-dilated. A cypher 2.5 x 18 mm stent was implanted successfully at 16 atm via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The svg to the first diagonal target lesion (tl#2) was reported to be: de novo, 3.0 mm vessel diameter, 15 mm length, not calcified/tortuous, an 95% stenosis, and type c. The lesion was not pre-dilated. A cypher 3.0 x 18 mm stent was implanted at 16 atm via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The pre-procedure:ck peaked at 137 (170 iu/l), ck-mb peaked at 3.4 (5.0 ng/ml) and troponin peaked at 0.29 (0.04ng/ml). At 6 to 12 hours post procedure: ck peaked at 137, ck-mb peaked at 3.4 and troponin peaked at 0.29. At discharge, ck peaked at 137, ck-mb peaked at 3.4 and troponin peaked at 0.29. There was no reported patient injury. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Based on the cec adjudication minutes received on 5/8/12. The committee determined that the patient experienced a peri-procedure myocardial infarct. The event was reported as related to the device and related to the procedure by the committee.

Manufacturer narrative:
Concomitant medications: aspirin 325mg, benicar 20mg qd, metoprolol 50mg qd, crestor 10mg qd, plaquenil 200mg qd, meclizine 75mg tid, naprosyn 500mg qd, zoloft 50mg and demadex 20mg qd. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: per the cec adjudication minutes received on (B)(4) 2012. The committee determined that the patient experienced a peri-procedure myocardial infarct. The report received from the (B)(4) study indicated that the patient was enrolled in the study and was found to have two-vessel disease and had two lesions treated during the index procedure: a saphenous vein graft (svg) to the right posterior descending artery (rpda) and the svg to the first diagonal lesion. The report indicated that the use by date was not available for the cypher 2.75 x 18 mm stent used for the svg to the first diagonal lesion and the stent delivery system was kinked/bent. The product was removed from the patient. The product was clinically used and the use by date for the device was verified as not having been exceeded. The svg to the first diagonal lesion was successfully treated using a cypher 3.0 x 18 mm stent at 16 atm. The svg to the rpda lesion was treated successfully by implantation of a cypher 2.5 x 18 mm stent. The procedure was completed successfully. There was no reported patient injury. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Attempts to obtain additional information were not successful. The event was reported as related to the device and related to the procedure by the committee. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15091550 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.